Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead and exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was noted. The ra lead was programmed off. No adverse patient effects were reported. This product remains implanted and in service.